Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during an implant, the physician was unable to advance multiple stylets with multiple attempts, past the half way mark of the lead. The lead was explanted and replaced.